Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous left anterior descending artery (lad) that is 90% stenosed. The lesion was pre-dilated with a 2.5x8mm traveler balloon and the 3.0x23mm xience xpedition stent delivery system (sds) was deployed at 10 atmospheres (atm). Post-dilatation was performed with 3.0x12mm nc traveler balloon at 18 atm and revealed an edge dissection. Additionally, the dissection was treated with a new 3.0x12mm xience xpedition stent. There was no patient sequela and no clinically significant delay. No additional information was provided.